Event description:
Customer called to report a fluid puddle beneath the area of the retic clearing chamber on the coulter lh750 hematology analyzer while troubleshooting, and stated that 'retic laser offset upper failed' messages and retic background errors were displayed at startup. Customer was unable to locate the source of the leak. Customer stated that approximately 5-10 cubic centimeters of fluid had leaked, and suspected that the fluid was retic clearing solution. The field service engineer (fse) inspected the instrument and determined that the leak was caused by pinch valve (pv129) not actuating. This pinch valve is associated with the retic clearing solution line. The root cause for the leak is attributed to pv129 that was not actuating. Customer stated that no one was harmed by or exposed to the leak, and that no patient samples or results were affected by the leak.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).